Manufacturer narrative:
E3: principal investigator. H3 - device evaluated by mfg: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a dissection of the right external iliac artery and femoralis communis artery occurred after the placement of cook devices. The patient underwent a staged thoracic endovascular aortic aneurysm repair (tevar) and a left iliac side branch procedure under general anesthesia in (B)(6) 2026, 136 days prior to the procedure. The following devices were placed: proximal aortic device: a competitor device. Proximal aortic device: a competitor device. Left iliac artery: william cook australia, zenith branch endovascular graft- iliac bifurcation, rpn: zbis-10-45-41. Left iliac artery: a competitor device (12-40). Left iliac artery: a competitor device. There were no technical difficulties and delivery/deployment of the device was successful. The patient did not have any significant medical problems or complications during the procedure. An angiogram was completed. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2026, 132 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. The arteries were patent. The arteries were not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right and left common iliac, internal iliac, and vertebral arteries were patent. The aortic valve was native. There was an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 75 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The intended distal landing zone was zone 10: left and right common iliac arteries the patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2026 under general anesthesia. The patient was not on any antiplatelet therapy at the time of the procedure. Percutaneous access was achieved in the right femoral artery. No cut down access required. An endovascular iliac conduit was not performed at the time of the procedure. Fusion was used during the procedure. The estimated blood loss during the procedure was 0 ml. No blood products were administered during the procedure. Cardiac output reduction was not used. Carbon dioxide flushing was used. The proximal seal zone was the endograft. Neuromonitoring was not used during the procedure. Side branch catheterization and placement of all bridging stents was successful the patient did not have any significant medical problems or complications during the procedure. No additional procedures were performed. During the procedure, the patient had the following devices placed: celiac artery: a competitor stent with a diameter of 8 mm and a length of 57 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 12 mm and a length of 80 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 8 mm and a length of 17 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 6 mm and a length of 79 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 7 mm and a length of 50 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 8 mm and a length of 38 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Left renal artery: a competitor stent with a diameter of 8 mm and a length of 75 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Left renal artery: a competitor stent with a diameter of 8 mm and a length of 17 mm. The arteries were revascularized with a fenestrated-branched device. The covered stents were not relined with a bare metal stent, and the covered stents did not extend distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia thoraco-abdominal-side-branch, was placed. The cmd was planned for this patient. There were no technical difficulties and delivery/deployment of the device was successful. Proximal aortic device: a william cook europe zenith tx2 taa endovascular graft proximal tapered component, zteg-2pt-42-32-165-pf. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: a competitor device (13/100). There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: a competitor stent (12/38). There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: a competitor device (10/38). There were no technical difficulties and delivery/deployment of the device was successful. Right iliac artery: cook zenith spiral-z aaa iliac leg graft, zsle-13-90-zt. There were no technical difficulties and delivery/deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram was completed on (B)(6) 2026. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. All target side branch stents were intact and there were no stent graft integrity issues. A type 3a endoleak was present from the proximal aortic device - main aortic cmd. On (B)(6) 2026, four days post-procedure, the patient experienced a dissection of the right external iliac femoralis communis arteries. This led to a serious deterioration of health, in which the patient required prolonged hospitalization and a secondary intervention to patch/repair the femoralis superficialis artery, as well as a thrombectomy of the aie. The patient later recovered without sequalae by (B)(6) 2026. This report captures the dissection of the right external iliac and femoralis communis arteries (zsle-13-90-zt), in which the patient required an additional intervention 4 days after the index procedure to repair the dissection.